Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out. The customer mentioned that the pump alarmed during prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with high idle current and alarmed unexpected restart after battery change due to corroded electronic assemblies. The insulin pump passed self-test, rewind and displacement test. No alarms noted. However, we were unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The drive support was inspected and no anomaly noted. The insulin pump was received with corroded motor home switch. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads and minor scratches on lcd window.